Manufacturer narrative:
Concomitant medical products: product ID: evolutr-34-us, serial/lot #: (B)(4), ubd: 02-may-2021, UDI#: (B)(4). (B)(4). Product analysis: the valve remained implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the valve was advanced across the native valve annulus, the patient went into asystole. A temporary pacing wire was used to pace the patient until the end of the procedure. A permanent pacemaker was implanted immediately following valve implant due to complete heart block. It was noted that pertinent medical history included a pre-existing bundle branch block. No additional adverse patient effects were reported.